Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral treatment procedure, the guide wire broke. The target lesion was located in the superficial femoral artery. It was noted this patient had a "sharp angular take-off" and resistance was noted during advancement of the journey guide wire. While attempting to cross the lesion, the wire snapped on the proximal end. The wire was snared from the patient successfully. There were no additional patient complications reported.